Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a nanocross elite to treat a 100mm calcified plaque lesion with 90% stenosis in the left proximal superficial femoral artery (sfa). Artery diameter of 5mm. A 7fr non-medtronic sheath and a 5mm spiderfx was used in the procedure. There was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped per IFU with no issues. The device did not pass through a previously deployed stent and excessive force was not used. The balloon was initially inflated using a non medtronic inflation device with isovue 370 heparinized saline fluid. It was reported that balloon deflation difficulties were encountered and the device would not deflate at the lesion site. The balloon was deflated using a wire puncture technique through the balloon lumen. The deflated balloon was removed from the patient. No patient injury was reported.

Manufacturer narrative:
Image review: two photographs were received. The first image is of a cine image with the nanocross elite dilatation catheter inflated in the targeted vessel anatomy, the left proximal superficial femoral artery. The second image is of the nanocross elite shelf carton. Product analysis: the nanocross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The proximal end of the balloon chamber was examined: the proximal end of the balloon chamber has been crimped. The crimping of the proximal balloon bond would reduce the inflation lumen cross section and affect deflation rate of the balloon. The customer experience of a nanocross elite dilatation catheter being unable to deflate was confirmed. The returned nanocross elite dilatation catheter exhibited crimping of the proximal balloon bond. The crimp marks would reduce the inflation pathway inside diameter profile. The reduction of the inflation pathway inside diameter profile would affect the device¿s performance to deflate. If information is provided in the future, a supplemental report will be issued.